Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was rebooting. The patient stated that the pump rebooted 2:30 am, 6:30 am, and 9:am the patient reprimed each time and resumed therapy. The patient reported replacing the battery and the pump reportedly rebooted with the new battery in place. The patient reported that there was no structural damage to the battery compartment or cap except the cap had damage around the coin slot. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection indicated no damage to the battery compartment or cap. The battery cap was able to attach securely to the pump. There were no battery cap connection defects noted. The pump was exercised for 24 hours with no power issues duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.